Manufacturer narrative:
The reported event of high impedance was confirmed. As received the microscopic inspection identified a kink in the lead body where all of the internal wires were broken. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-23112. It was reported that high impedance issue was observed on both leads. To resolve the issue, both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.